Event description:
A report was received that the patient underwent an ipg explant procedure due to intense pain around the pocket site. There was no device malfunction suspected. The patient was doing well post operatively and the pocket pain had subsided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient underwent an ipg explant procedure due to intense pain around the pocket site. There was no device malfunction suspected. The patient was doing well post operatively and the pocket pain had subsided.

Event description:
A report was received that the patient underwent an ipg explant procedure due to intense pain around the pocket site. There was no device malfunction suspected. The patient was doing well post operatively and the pocket pain had subsided.

Manufacturer narrative:
.

Manufacturer narrative:
The source of the complaint could not be determined. Ipg sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, photographic, electrical, performance and operational tests performed. No anomalies were found. Lead extensions sc-3138-35 (sn (B)(4)) device evaluation indicated that the lead extensions passed photographic tests performed, no anomalies were found. The lead extensions were cut during the explant procedure, and only the proximal portions were returned. Damage to the devices are a result of a typical explant procedure and it is not considered a failure.